Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited failure to capture and while repositioning the helix failed to retract or deploy. The right ventricle lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.